Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the pegged glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed because the patient has not been revised at the time of this investigation; therefore, the device are not available for evaluation.

Manufacturer narrative:
Concomitant device(s): 300-50-15, 5293099 - 1.5mm short rep plate. 310-00-41, 3751771 - xs humeral head, 41mm xs offset humeral head. 315-35-00, 5552546 - glnd kwire. 300-20-02, 5552546 - equinox square torque define screw drive kit. 314-13-02, 5310224 - equinoxe cage glenoid small, alpha. 300-30-08 , 5572630 - equinoxe preserve stem 8mm.

Event description:
As reported, approximately 41 months postop the initial right tsa, the (B)(6) y/o female patient was pulling a rug and in a different instance picking up a christmas tree when she felt a sharp pain. Since then has had inconsistent but frequent sharp pain with adls. Surgeon diagnosed as aseptic glenoid loosening. Patient is considering revision surgery. Will be seen back again to further discuss. Outcome: continuing.